Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the medial part of the anus during an internal hemorrhoid ligature procedure performed on (B)(6) 2023. During the procedure, after the first band was successfully deployed, when rotating the handle, no more bands could be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had three bands attached, and the ligator housing teeth were not damaged. The handle slot had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, there were three bands attached in the ligator head, which were not deployed as they should have. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. If excessive force is applied to the handle to deploy the bands, this might end up overlapping to each other, consequently, deploying the bands in an incorrect order or would not deploy at all. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the medial part of the anus during an internal hemorrhoid ligature procedure performed on (B)(6) 2023. During the procedure, after the first band was successfully deployed, when rotating the handle, no more bands could be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.